Manufacturer narrative:
Unit received with physical damage, cracked and bleeding lcd glass. Unable to performed functional test due to display anomaly. Minor scratched lcd window, cracked near display window corners, cracked reservoir tube lip.

Event description:
The father of a customer reported via phone call that the insulin pump display screen is cracked on the inside and there are blus splotches on the screen. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.